Event description:
It was reported that an alert 38, indicating consecutive stalled motor, occurred multiple times on an ilet insulin pump, which was cleared by restarting the device and replacing all disposable components; the user later requested replacement supplies used during troubleshooting. Symptoms included no reported change in blood glucose. Outcomes included no injury and no medical intervention. Investigation included user troubleshooting and device restart with full supply changes. Investigation of this case revealed a device alarm consistent with a potential pump motor stall without clinical impact, with resolution following restart and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a transient device performance issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.